Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed through the downloaded flag files. The reported problem (reset at pulse delivery) was confirmed. Review of the event indicates that the monitor reset at pulse delivery. Additionally, the monitor passed incoming functionality testing at the distributor. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the electrode belt. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient unconscious). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was nsvt. The rapid rate satisfied the rate detector of the detection algorithm.

Event description:
A us distributor contacted zoll to report that a patient may have been treated. The patient reportedly stood up, lost consciousness, and was treated. The patient's family and nurse was present at the time of the event. It was reported that the patient was sitting in his chair and diaphoretic before passing out. It was reported that the device was alarming, but not as loud as usual. Clinical review of the continuous ECG recording indicates that the patient was in sinus rhythm from 90 bpm to 110 bpm with pvc's from approximately 09:19:44 to 11:27:54. The patient then transitions to sinus bradycardia at 30 bpm with nsvt transitioning to sinus tachycardia at 100bpm with pvc's from 11:28:08 until the device was shutdown at 16:28:04 on (B)(6) 2019. There was no vt/vf seen on the reported date of treatment. Review of the download data indicated that gel was released at 11:26:48 and the device reset at approximately 11:27:35. Review of the patient's flag files indicates that a pulse was delivered and the monitor immediately reset after pulse delivery. The monitor resetting immediately after pulse delivery caused the pulse delivered flag to not be recorded in the downloaded data. The response buttons were not pressed during the event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The patient remained in the hospital and continued use of the lifevest. The patient also reported that he had burn marks from the treatment. The final medical outcome of the burns is unknown.